Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. A 8mm x 3.25mm nc quantum apex balloon catheter was selected and no kink was noted. Subsequently, the balloon was advanced to the unspecified target lesion for dilatation. However on unspecified inflation at 16atmospheres, the balloon ruptured. The device was removed intact from the patient's body. The procedure was completed with a different device. No patient complications were reported. Patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a nc quantum apex balloon catheter with no original packaging or other devices. There was blood and contrast in the inflation lumen. Examination under magnification revealed a balloon pinhole over the distal markerband. Microscopic examination presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. Inspection of the remainder of the device presented no damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. A 8mm x 3.25mm nc quantum apex¿ balloon catheter was selected and no kink was noted. Subsequently, the balloon was advanced to the unspecified target lesion for dilatation. However, on unspecified inflation at 16 atmospheres, the balloon ruptured. The device was removed intact from the patient's body. The procedure was completed with a different device. No patient complications were reported. Patient's status was good,